Event description:
The patient (B)(6) received his scs system, including a receiver, on (B)(6) 2007. It was reported that the patient received good stimulation coverage, but no pain relief with the system. The physician performed an elective explant of the system on (B)(6) 2011. Analysis of the receiver confirmed the device was out of specification. No further patient issues were reported.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Visual analysis noted slight discoloration on the top hybrid and discoloration in the header. The receiver failed both manual testing and auto-testing for no output. The asics and/or other internal components have failed causing the no output condition. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.